Manufacturer narrative:
Zimmerbiomet complaint number cmp- one certain® 3.4mm(d) driver tip - short (impdts) was returned forinvestigation.however, one unknown legacy biomet implant was reported but not returned. Visual evaluation of the as returned products identified that it was damaged at the tip (implant/driver tip connection). Functional testing was performed using an applicable in-house implant. The driver tip engaged but couldn¿t retain the implant as it was damaged. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Picture evaluation: pictures were not provided and no other information was provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / instructions for use for biomet 3i kits and instruments (pzbdinstrp) rev. C - nov 2019. Information identified: contraindications, warnings, and precautions / warnings and precautions per the applicable IFU, under section 'precautions' it is stated that biomet devices are only to be used by trained professionals for improper techniques can lead to device failure. DHR review could not be performed as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: a year-long complaint history review by item number (impdts) was performed for similar events and six other complaints were identified ¿ cmp-0637931, cmp-0557055, cmp-0581901, cmp-0616867, cmp-0570828 & cmp-0590366. However, complaint history review could not be performed for the unknown implant as the lot/item number was unknown. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, an unreported malfunction did occur since the driver tip were damaged and couldn¿t retain a compatible implant. However, implant malfunction and the reported event could not be verified as the product was damaged and the implant was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown. Lot and UDI number unknown.

Event description:
It was reported that the driver stuck into the implant when trying to remove the driver after placement. Implant remains in patient's mouth.